Event description:
Hcp reported patient experienced return of spasticity. Pump was emptied and residual volume was too large. Pump was exchanged without catheter test procedures. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.